Manufacturer narrative:
Product complaint # ==> (B)(4). G3: this report is being submitted per the request of FDA to correct sequential numbering for the MDR report originally submitted. This is the initial 3500a report.

Event description:
It is reported in the intimation of claim that the complainant underwent a procedure on (B)(6) 2008 in which tvt device was inserted. Following the procedure she experienced pain and discomfort in her vagina, she also developed faecal incontinence. She required a further operation to excise the mesh implant as it was protruding.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report # 1.